Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The pump was not returned for investigation. The data log shows several placement signal low alarms with a stable placement signal of 25-100 throughout the case run, without affecting any 5s optical parameters. No issues were noted regarding motor current or positioning during the case. The cause of the optical signal issue was not determined since product was not returned. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant had an impella cp support ongoing for a patient. They reported that the placement signal was lost, but the pump remained on for support and had not been replaced. Care was eventually withdrawn, and the patient expired.